Manufacturer narrative:
H11: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system was not returned for evaluation, the stent remains implanted. X-ray images were provided showing deformation of the stent along its length. However, no indication for a device deficiency or a material defect could be identified. In addition, two video files of an intravascular ultrasound were provided. These videos are showing passages through the vessel with indications of stent deformation, but without complete collapse of the stent. In this case, limited information was provided by the customer. An indication for a device related issue causing the stent to collapse could not be determined. Based on information available and evaluation of the provided photos, the investigation is closed with confirmed results for stent deformation. However, a definite root cause for the reported issue could not be identified. Labeling review: relevant labeling for this product was reviewed. Potential complications and adverse events were found to be referenced. The instructions for use (IFU) states that potential complications may include but are not limited to: new lesions in the access circuit requiring reintervention, thrombotic occlusion, restenosis of the target lesion requiring reintervention and others. Covered stent specific events that could be associated with clinical complications such as misplacement, migration, embolism, fracture, compression, kinking and insufficient covered stent expansion. Instructions for correct deployment of the covered stent were found to be described in the IFU. Regarding selection of the correct size of the covered stent the IFU states: "special care must be taken to ensure that an appropriately sized device is selected. In the case of a diameter difference between the inflow and the outflow end, utilize the following as the reference vessel depending on the type of access. For an av graft access, utilize the graft diameter and for an av fistula access, utilize the inflow vein diameter." B5, g3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On, (B)(6) 2025 , a patient underwent a stent graft placement procedure using the covera vascular covered stent in recurrent stenosis venous anastomosis into the basilic vein. During the procedure, the stent deployed in left arm. Physician stated that the distal ends of the stent are folded in. Another device was used to complete the procedure.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a stent graft placement procedure using the covera vascular covered stent. During the procedure, the stent deployed in left arm. Physician stated that the distal ends of the stent are folded in. Another device was used to complete the procedure.